Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the stent graft was placed higher then intended. The stent graft was partially covering the renal artery. The physician elected to implant another MFR's bare metal stent in the renal artery. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Other secondary intervention - eval results: incorrect technique/procedure (graft was inaccurately delivered by the user). User device interface. Inherent risk of procedure (occlusion). Conclusion: device failure related to user handling (graft was inaccurately delivered by the user).